Manufacturer narrative:
H.6 investigation summary this complaint is not confirmed. This complaint is for high mic results for ceftazidime/avibactam (cza) and ceftolozane/tazobactam (CT) when using phoenix panel nmic-306 (449292) batch number unknown. The customer provided photos but did not provide panel returns or isolates for the investigation. The photos show the lab results but batch number is not present in the photos. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10

Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was a performance issue. The following information was provided by the initial reporter: it was reported by the customer that they experienced some technical difficulties with phoenix/epicenter regarding antibiotic mics and interpretations. Reported result discrepancy

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was a performance issue. The following information was provided by the initial reporter: it was reported by the customer that they experienced some technical difficulties with phoenix/epicenter regarding antibiotic mics and interpretations. Reported result discrepancy.